Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 207 mg/dl. Reportedly, on(B)(6) 2023 the customer was admitted into the emergency room (ER) with a blood glucose (bg) level of 500 mg/dl with moderate ketones. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released the same day with no permanent damage. Tandem customer technical support (cts) performed a system check, and the pump is functioning as intended.